Event description:
Procedure: laparo distal pancreatectomy. Patient sex: unk. According to the reporter: the stapler jaws were closed to be passed through the trocar, however, when they attempted to fire the instrument it would not fire at all. The surgeon had to convert to an open surgery to suture manually, and the case was delayed approximately 1 hour due to this trouble.

Manufacturer narrative:
Date of initial report sent: 2/8/2008.